Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged fill estimate issue could not be verified and battery issue was unable to be confirmed due to damaged usb pins (different issue).

Event description:
It was reported that the fill estimate was inaccurate and the pump battery was rapidly depleting. Customer's blood glucose was 97 mg/dl. Customer reloaded cartridge and fill estimate was accurate. Tandem technical support reviewed pump battery history and found it was depleting as expected. Customer acknowledged information; however, declined to discuss the battery issue further. Customer continued to use pump for insulin therapy.